Event description:
2025-oct-14: information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant was dead and they needed to have an MRI done, but they couldn't get the implant into MRI mode. Patient stated they stopped using the therapy years ago because they got tired of the vibration and charging the ins all the time. Agent explained they may want to seek an eligibility form through the healthcare provider (hcp), or have them see if a manufacturer representative (rep) can meet with them to restart the ins and put into MRI mode. The patient was redirected to their healthcare provider to further address the issue; provided and explained use of national answering service (nas) number. 2025-oct-20: additional information was received from the patient (pt). The pt has not used the device for years and needed an MRI that they will not do because it has to be put in MRI mode, which they cannot do since they cannot connect it to the battery in their hip. They would prefer to have it taken out all together, but that would require a surgery which they do not even know who would do that. The pt sees their pain management doctor soon and will try to figure out where they go from there. 2025-nov-03: additional information was received from the patient. They reported that the doctor got in touch with a manufacturer representative (rep) and he told the patient how to try to wake up the device. They had no success with that. Patient thinks at this point, they are going to have to get it removed in order to get MRI's done. Patient is not sure how to get that done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.